Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during the intraocular lens (iol) implant procedure scratches on the lens was noticed after implanting in the eye. Lenses have not been removed. Additional information has been requested.